Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Section d references the main component of the system. Other medical products in use during the event include: brand name ascenda; product ID: 8781, (serial: (B)(6)); product type: 0184-catheter; implant date (B)(6) 2014. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient receiving dilaudid, baclofen, and prialt via an implantable pump. The indications for use was non-malignant pain. It was reported that the patient stated they had the pump explanted 4 years ago because it "wasn't helping after 7 years". The patient said they had a pet scan done on (B)(6) 2024 and it was discovered that there was "activity in their lower right abdomen" so they were concerned that it was cancerous. The patient then had a biopsy and the biopsy came back negative for cancer but it "looked like an abdominal wall mass from a granuloma". The patient mentioned their primary doctor informed the patient that the doctor who explanted the pump left sutures in and scar tissue formed it. The patient asked if it was normal to leave sutures in during an explant. The patient was redirected to their healthcare provider to further address the issue.